Event description:
The advocate alleged the customer's contour meter was reading high. The customer's blood glucose reading was 83 mg/dl, but she was not feeling well. The advocate said that paramedics had to be called to revive the customer. It's not known what glcuose reading the paramedics received, but the customer was treated with glucose. The advocate said the customer was passed out for about an hour. When customer service gathered the contour test strip information, it was discovered the test strips had expired in 2009. No product will be returned. Replacement test strips and a new meter were sent to the customer.